Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (around 200 mg/dl) and insulin injections were administered to address the bg level. The contact was not sure what caused the bg level. The customer reverted to using insulin injections for insulin therapy.